Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged smelling a horrible, burning smell coming from her device. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observe an unknown greyish dust contamination was observed on the interior side of the top enclosure, front panel and bottom enclosure. A keratin substance was observed at the blower box outlet. A dust contamination was observed on the front and rear panel, top and bottom enclosure and on the blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error code. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, the date received by mfg, device availability for evaluation, and date returned to mfg have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged smelling a horrible, burning smell coming from her device. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.